Manufacturer narrative:
(B)(4). No complaint was received with return of the device. Failure event observed during analysis. Final analysis found that the lead was returned in two pieces. An insulation abrasion exposing the outer coil was noted at 20.5 cm to 21.0 cm from the distal tip. The abrasion was consistent with exposure to constant friction against another implantable device or feature of the heart.

Event description:
This report is to advise of an event observed during analysis.